Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for dead meter. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of shaking and sweating. Medical attention is reported as a result of the meter not turning on. Customer went to the hospital on (B)(6) 2019. The product storage location is undisclosed. During the call, a back to back blood test was declined by the customer. The test strip lot manufacturer¿s expiration date is 07/31/2016 and open vial date is undisclosed.